Event description:
The pt reported she was hospitalized over the weekend due to elevated blood glucose and she was diagnosed with diabetic ketoacidosis. She stated she went to sleep and her blood glucose measured 30 mmol/l (540 mg/dl). She injected insulin via pen and felt as if her blood glucose was decreasing. When she woke up in the morning her blood glucose measured 17 mmol/l (306 mg/dl) with a ketone test measurement of 4. An hr and a half later her blood glucose measured 27 mmol/l (486 mg/dl). She changed her infusion set and the cannula was kinked. The infusion device did not display any alerts or error messages. She went to the hospital and was kept overnight, info regarding type of treatment rec'd was not provided. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.